Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. There was intermittent far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.